Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received power error detected alarm. Troubleshooting was performed. Customer's blood glucose value was unknown during the incident. It was noted that the customer called back to report that the power error detected alarm recurred. Customer was advised to refer to back up plan. The insulin pump will be returned for analysis.